Event description:
Excess wt. Removal. Target wt removal 3.7 kg in 3.75 hours, actual wt removal 3.6 in 1 hour. Pt's bp decreased to 90/0 with pt nearly losing consciousness. 1000cc saline was administered, tx continued on another machine. The gts rep found a leak between the air separator halves; only 3 screws were used to mount the assembly to the bracket.